Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp secondary medication set leaked from an unspecified location while in use with the clearlink system continu-flo solution set. The primary tubing was primed with normal saline, and the secondary tubing with acetaminophen. When the programmed pump started to run the acetaminophen, both the primary and secondary tubing leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.